Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Return requested for suspect computer. No parts have been received by manufacturer for analysis. On 03/11/2016 a medtronic representative, following-up at the site, reported this procedure was a cranial tumor resection, skull base endoscopic approach of a tumor under neuronavigation. The procedure was underway, in normal fashion, with navigation on until the surgeon could localize the site of the tumor. When attempting to install the tracking of endoscopic instruments, the navigation system was shut-down, unplugged and moved to a different place. When attempting to start the navigation system up again, it was unresponsive. The procedure was continued without navigation, using anatomical landmarks. There were no further issues. There was no impact on patient. On 03/14/2016 a medtronic representative reported found the power connection for the computer to be loose. The medtronic representative reconnected it and checked all other connections. Navigation system boots-up normally. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon opted to turn off the navigation system to relocate and, afterward, the system would not turn on again. In trouble-shooting, the medtronic representative noted they will try to replace the cmos battery in an effort to resolve the issue. The surgeon opted to continue the procedure to completion, without the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.